Event description:
It was reported that the customer called emergency medical services due to low blood glucose levels. The customer's blood glucose level was 88 mg/dl. Insulin pump was not suspended. Customer stated that her blood glucose was high and that she did not give insulin. Customer stated that she did not get admitted as an inpatient for medical treatment. Customer was advised to change the reservoir and infusion set. Customer also stated there were issues with the sensor glucose reading not matching the blood glucose reading. Sensor readings were reviewed and troubleshooting was performed. Customer's blood glucose was 318 mg/dl at 8:00pm when bolus was last delivered. Customer reported that there was also an issue with a bent sensor. Sensor and canister will be replaced. During the call, customer's blood glucose levels were 60, 74, 80, and 111 mg/dl. Customer advised to monitor the insulin pump and call back if issues persist. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.